Event description:
It was reported that this patient presented to the hospital with chest pain. There it was found that this cardiac resynchronization therapy defibrillator (crt-d) was operating in safety mode. Technical services (ts) recommended device replacement. Subsequently, this crt-p was explanted and replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened, and the battery was removed and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that this patient presented to the hospital with chest pain. There it was found that this cardiac resynchronization therapy defibrillator (crt-d) was operating in safety mode. Technical services (ts) recommended device replacement. Subsequently, this crt-p was explanted and replaced with a new one. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.